Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of inability to activate the safety mechanism was confirmed and the cause was determined to be supplier related. The product returned for evaluation was one 22ga x 0.75" safestep safety infusion set. The investigation findings were consistent with misplaced or excess manufacturing adhesive, which bound the safety mechanism to the needle. The following observations were made during the sample evaluation: the safety mechanism was not engaged over the needle tip and was returned positioned at the needle base. The safety mechanism was eventually engaged over the needle; however, forceful advancement of the mechanism was required. He needle shaft and safety mechanism were both examined and were determined to be undamaged and thus were not suspected to have contributed towards the event. Microscopic examination under uv light assistance revealed a white/clear adhesive-like substance at the interface of the needle shaft and safety mechanism. That material fluoresced under ultraviolet light, which was consistent with the adhesive used to assemble the infusion set. From this, it appeared that adhesive was deposited on the needle shaft during device manufacture. The device is a supplied component and the supplier was notified of the event. Corrective actions have been implemented to address this issue and the complaint sample was manufactured prior to implementation of those actions. A lot history review (lhr) of asbxs0044 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during removal of safestep from the port body, the base did not move down and the safety mechanism didn't work. The tip of the needle was removed without being stored in base. There was no reported patient injury.